Event description:
A malfunction alarm was reported by the customer, displaying a code of malf 0. There was no reported impact on the customer's blood glucose level, as the customer declined to provide specific information. Tandem technical support assisted the customer in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support if any further malfunctions occur.